Event description:
It was reported that the ilet user experienced high blood glucose after dinner when a meal announcement was missed, and the event was categorized as a usage issue related to procedure with relevance to the user interface. Symptoms included hyperglycemia peaking at 338 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, while a usage problem was identified, consistent with a missed meal annoucement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.